Event description:
Allegedly pt had metal on metal articulation. Pt. Was revised. Cobalt levels were 1.4. Chrome levels were 3.4. Repeat labs were co. 1.0 and cr. 3.6. Type 2 pseudotumor on mars MRI. Aval score - 5. Pt. Had pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01657, 01658.

Manufacturer narrative:
These corrections do not change the result of the investigation. This is the same event as 1043534-2013-02539, 02540, and 02541.

Event description:
Allegedly pt. Had metal on metal articulation. Pt. Was revised. Cobalt levels were 1.4. Chrome levels were 3.4. Repeat labs were co. 1.0 and cr. 3.6. Type 2 pseudotumor on mars MRI. Aval score - 5. Pt. Had pain. Corrected information per incident group (B)(4): allegedly surgeon has concerns about cocr neck. Pt, has metal on poly articulation. Cobalt levels were previously 1.4 and chrome levels were 3.4. Repeat labs showed co levels were 1.0 and cr levels were 3.6 revision surgery scheduled for (B)(6) 2013. Add'l info rec'd: pain. Alval5. Revision surgery performed as scheduled.